Manufacturer narrative:
A review of the surgical plan and drilling protocol indicate case was properly planned, have requested dr. Return guide for evaluation but have not yet received. Without the guide being returned, a definitive cause for the off-center placement of the implant cannot be determined.

Event description:
Utilizing dental surgical guide print003, implant was placed too close to adjacent tooth which ultimately required removal of the implant and grafting of the patient.